Manufacturer narrative:
Cm(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2024 the patient experienced loss of consciousness and seizures. The patient´s brother called emergency medical service, and they took a bg reading which was 19 mg/dl and the cgm reading was 200 mg/dl. The paramedics treated the patient with IV glucose. At the time of the report the patient was fine. The reported glucose values fall within the e zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.